Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the abdomen. On (B)(6) 2022, the dexcom display device showed a reading of high and the patient experienced presyncope, listlessness, and weakness. It was not documented whether the bg was checked at that time. The spouse couldn't administer any treatment to the patient and called the rescue squad right away. The rescue squad arrived around 8 am. The display device was still showing flat high reading, so the rescue squad did a fingerstick on the patient and the reading was actually 40 mg/dl. The rescue squad immediately pumped/injected glucose into the patient and brought her to the hospital. The patient was treated further with ivs for magnesium and potassium to treat dehydration, IV antibiotics for urinary tract infection. There was no further medical evaluation or intervention for hypoglycemia. The patient was discharged the same day around 6 pm. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia.